Event description:
The customer reported that the ventilator would not power on. The customer reported the ventilator had previously been in use on a patient and it was reported to have shut down. The customer reported there was no patient harm. The manufacturers service technician confirmed the ventilator would not power on via ac power or battery power. The service technician replaced the power management pcb board to address the finding. Applicable final testing was completed and passed per operating specifications.